Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was that during an open bowel resection, the surgeon used a tlc75 to make her terminal anastomoses. The surgeon bunched a large amount of tissue between the anvil. The staple line had a hole in the middle of the former staples. The surgeon used another reload to redo the anastomoses. Again, she placed a large amount of tissue into the tlc75. The staple line formed another hole. She used silk suture to finish overseeing the staple line. There were no adverse consequences for the patient.